Event description:
It was reported that a malfunction code 16-0x20e6 occurred with a customer's insulin pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was informed that the pump needed to be replaced, and a replacement pump was provided to ensure continuous insulin delivery.